Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
It was reported via phone call cosmetic damage to their insulin pump. Blood glucose level at the time of call was 200 mg/dl. It was reported that the the device was cracked around the battery and reservoir compartments in addition to the back of the pump. It was reported that the insulin pump was dropped. The device will be returned for analysis.